Manufacturer narrative:
A bsc crm technical services consultant discussed the reported clinical observations with the caller and recommended a memory download be performed. The patient had already left the clinic. No other adverse events have been reported. This issue will be re-evaluated if additional information is received. The device was explanted over five years after the initial observations for an unspecified reason and was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. There is not enough information from the time of the event in (B)(6) 2010 to determine if the device hopped current bins. It is unknown if at that time the device had just been programmed, what the auto-capture values were or if the device was in fact close to a current bin edge. An initial report was previously submitted to FDA on (B)(6) 2010; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. (B)(4).

Event description:
Boston scientific (bsc) crm received information that this pacemaker was exhibiting a battery status of beginning of life (bol). However, longevity remaining was only one year.